Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 05/22/2025. An investigation was conducted on 06/04/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. The shaft of the device closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the shaft. No other visual defects were observed. An electrical evaluation was conducted. The device did turn on during the pre-cautery test, however, there was no power to jaws observed when the device became activated. No further testing was conducted due to the device having no power. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed as well as the analyzed failures "peeled; delaminated; shaft" and "material twisted/ bent jaws" were observed. A manufacturing engineering evaluation was conducted. The reported failure of "failure to deliver energy" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; as it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A visual evaluation was performed on july 25, 2025. During the evaluation it was observed that the jaws had been forcefully bent causing separation from the shaft tip. The observed failure of bent jaws was confirmed. See figures 1 through 4. After inspection of the subassembly it was determined that the jaws had been forcefully bent causing separation at the point where the pivot rivet joins the shaft tip, clevis, and jaws. Based on the manufacturing engineering evaluation, reported failure "failure to deliver energy" was not confirmed as well as the analyzed failures "peeled; delaminated; shaft" and "material twisted/ bent jaws" were observed. The lot # 3000473623 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not apply energy to tissue. They tried connecting and reconnecting the extension cord which did not work, then tried another cord and this did not work. Then opened another kit. There was a small delay in opening up another kit to finish procedure. No patient harm or injury happened due to this incident.